Event description:
I am an american citizen working and living in hong kong. I have been a user of contact lens and aeosept brand of contacts lens solution for over 20 years. However, beginning in 2006 due to only amo moistureplus solution available in the market due to shortage recall of other solutions, I used amo moistureplus for about 2 months. In that timeframe, I developed serious eye infections twice and required the care of eye professionals in hong kong. I quit using contacts and wore glasses for the last year. I heard about the announcement of amo moisture solution recently and can confirm that there is a problem with it.